Manufacturer narrative:
The device was returned in opened original packaging; the lot number was verified. Visual inspection of the returned used device found a portion of the electrode detached from the wand; the detached portion was not returned with the product. A likely cause of the event is due to contact with another metal object during the procedure. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 50 complaints, regarding 852 devices, for this device family and failure mode. During this same time frame 216,067 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.004. Per the instructions for use, the user is advised the following: to not use the probe for mechanical displacement of tissue, damage to the probe may occur. The IFU also advises the user to maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Care should be taken in procedures that may cover the probe return electrode. Do not activate the probe while any portion of the active or return electrode is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/ or injury. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, aes-90sn, aes-90sn probe assy,suct,sin, was being used during a left shoulder arthroscopy, acromioplasty & distal clavicle excision procedure on (B)(6) 2023 when it was reported, ¿metal tip had fallen off the tip of the probe.¿. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that a slight delay occurred to assess for the missing piece which included searching the field/floor, wound & then by taking radiologic films. The device was in the sterile field when the tip was discovered missing, but it is unknown when the tip came off of the device. There was a search of the wound by arthroscope; however, the missing component was never found. There was a 15-20-minute delay for this process to be completed. The patient is fine and is home recovering. This report is being raised due to the reported injury because of the unknown location of the component.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
The customer reported that the device, aes-90sn, aes-90sn probe assy,suct,sin, was being used during a left shoulder arthroscopy, acromioplasty & distal clavicle excision procedure on (B)(6) 2023 when it was reported, ¿metal tip had fallen off the tip of the probe.¿. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that a slight delay occurred to assess for the missing piece which included searching the field/floor, wound & then by taking radiologic films. The device was in the sterile field when the tip was discovered missing, but it is unknown when the tip came off of the device. There was a search of the wound by arthroscope; however, the missing component was never found. There was a 15-20-minute delay for this process to be completed. The patient is fine and is home recovering. This report is being raised due to the reported injury because of the unknown location of the component.